Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: device shows technical fault with internal reference number (B)(4).- oxygen valve leakage.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. A detailed investigation was performed by an expert from the technical service: this record contains information on patient involvement. No patient, user or third-party harm was reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause of the ventilator to alarm with "technical event:231008" was determined to be a defective o2 mixer assembly which was replaced. After the replacedment of the component no further issues were detected.

Event description:
The event description according to the customer is as follows: device shows technical fault with internal reference number (B)(4)- oxygen valve leakage.